Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent vibration was reported. The patient stated the dexcom did not alert or vibrate for the low alert. She stated her husband found her unresponsive and unconscious in bed in the morning. He called the paramedics and when they transported the patient to the hospital. While in the hospital the patient was administered glucose fluid by mouth and was monitored for a few hours. At the time of contact, the patient was recovering. No additional patient or event information is available.